Event description:
It was reported that intermittently a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. Reportedly, customer continued to use the pump for insulin therapy. There was no reported adverse impact on customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.